Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version #: 2.1.0, h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A0709 was coded for device sensing problem. A23 was coded for use of device problem. A110201 was coded for application program freezes or fails to launch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during an electromagnetic (em) biopsy case, the system became unresponsive during registration with a delayed response from footswitch. The manufacture representative reported they were able to receive a successful registration and proceed but when attempting to insert the biopsy needle, the system became unresponsive again and the needle was intermittently tracking. This issue occurred intra-operatively and caused a less than one hour delay in the procedure. No known impact to patient outcome.